Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high frequency resection electrode broke when it came into contact with metal inside the patient's body. The event occurred with three different devices during a therapeutic transurethral resection of the prostrate. The broken loops were removed from the patient's body. The customer reported that the issue was caused by improper use of the device. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.